Manufacturer narrative:
Updated information was added to the complaint investigation subsequent to submission of the initial emdr. The customer's complaint could not confirm. No problem found for inaccuracy-over delivery. Device passed the delivery accuracy test without any problems and was in between the tolerance. The probable cause for the complaint could not be determined.

Event description:
A complaint was received regarding a plum 360¿ infuser compatible with ICU medical mednet¿ software in which it was reported that there was an overinfusion. The infusion was expected to last over 2 hours but lasted only 1 hour. However, it was also reported that the pump was set to 240ml/h and the bag was 300 ml, which is about one hour.

Manufacturer narrative:
Investigation summary customer reported " that the infusion was expected to last over 2 hours but lasted only 1 hour however, the information I have heard was that the pump was set to 240ml/h and the bag was 300 ml that is about one hour". Event logs downloaded. According to analyse/engineer: engineering is unable to conduct an analysis since the pump does not contain any logs prior to 10oct2025. The probable cause of the missing logs is due to the customer performing a biomed factory reset which clears out any previously collected pump data.¿ a review of 12 month service history was performed and there were no events.